Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported a poor communication screen on the patient programmer. The patient had a rechargeable implantable neurostimulator (ins). The patient initially reported they could communicate with the recharger. The patient was directed to unplug the antenna and place the patient programmer directly over the ins, on the skin. This did not resolve the issue. The patient was redirected to repair for a replacement patient programmer. No patient symptoms were reported. Additional information received on (B)(6) 2017 reported that the patient received the replacement programmer but she could still not communicate with the ins, using the patient programmer. The patient reported that they could not communicate with the recharger. The patient was directed to unplug the antenna and place the programmer directly over the ins, on the skin, and the issue was not resolved. At this point, the patient was redirected to their healthcare provider for possible overdischarge. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient had received help from a manufacturer representative with their over discharged ins. No further complications were reported.